Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a tka case, insertion of 4x140mm bone pins into the femur through stabilizer, the most distal pin got hung up on the stabilizer and because of high torque of drill the pin became cold welded to the stabilizer. The case was completed successfully. However, there was a 10-15 minute delay during the removal of the pins. A diamond saw was used to cut the other pin out, in order to isolate the attached pin and stabilizer for removal.

Manufacturer narrative:
Reported event: bone pin got stuck in the array stabilizer. Product evaluation and results: not performed since the device was not provided for evaluation. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot no 19030915 and (B)(4) accepted into final stock on 05/17/2016, (B)(4) accepted into final stock on 06/20/2016 and (B)(4) accepted into final stock on 07/25/2016. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112660, lot number 19030915 shows no additional complaints related to the failure in this investigation. Conclusions: the exact root cause of the event could not be determined because insufficient information was provided. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
During a tka case, insertion of 4x140mm bone pins into the femur through stabilizer, the most distal pin got hung up on the stabilizer and because of high torque of drill the pin became cold welded to the stabilizer. The case was completed successfully. However, there was a 10-15 minute delay during the removal of the pins. A diamond saw was used to cut the other pin out, in order to isolate the attached pin and stabilizer for removal.